Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the log files were submitted for evaluation for a patient with questionable outflow graft stenosis. Further work up and testing were in process. The log files contained no unusual events. Additional information was received that the patient had symptoms of persistent cough and shortness of breath. The patient was treated for covid on (B)(6) 2022. On 04aug2022, the patient's international normalized ratio (inr) was subtherapeutic with value of 1.4 and warfarin was adjusted. Their inr was rechecked on (B)(6) 2022 and it bumped to 2.3. It was also reported that the outflow graft stenosis was confirmed. The patient had increasing dilation of the left ventricle since their prior exam which was a result of the hemodynamically significant stenosis of the proximal outflow cannula. Also, nonocclusive circumferential thrombus, with calcification, was identified within the outflow tract of the lvad near the right heart border. The stenosis was resolved with surgical revision of the outflow graft. No speed adjustments were made during the admission. The patient was to be monitored for new concerns, treat pain concern, and rehab.

Event description:
It was reported that computed tomography (CT) scan revealed right and left pleural effusions, as well as pulmonary opacities that likely represented edema. Multiple echocardiograms were performed that revealed mild right ventricular dysfunction, aortic insufficiency, mitral regurgitation, tricuspid regurgitation, and pulmonic regurgitation. The patient also had severely depressed left ventricle systolic function and moderately dilated left ventricle cavity,

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted computed tomography (CT) image could not confirm the reported event of outflow graft stenosis. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events of right ventricle dysfunction and aortic insufficiency, as well as the reported patient-related conditions, could not be conclusively established through this evaluation. The controller event log file contained data from 09aug2022 through 14aug2022. The controller periodic log file contained data from 04aug2022 through 15aug2022. Flow appeared to increase over time in the controller periodic log file. No notable pump events or alarms were captured. The pump appeared to function as intended at the set speed. Multiple attempts were made to obtain additional information related to the event; however, the account provided no further information. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists pump thrombosis and right heart failure as adverse events that may be associated with the use of the heartmate 3 lvas. Section 5, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. This section also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. This section also explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. If the aortic insufficiency is not addressed, the lvad will not be able to provide the intended flow. Section 6 of the IFU, ¿patient care and management¿, contains information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.